Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred while ablating the right superior pulmonary vein (rspv). The ablation was stopped immediately but the pnp did not recover. The physician could no longer pace the phrenic nerve and the case was aborted. The patient was not under general anesthesia. No further patient complications have been reported as a result of this event.